Event description:
In 10/2005, a 6f introducer catheter for use with a swan ganz catheter broke off in pt and lodged against ventricle requiring surgical removal. Fragment piece of catheter was not identified until 2005. In 10/2005, unsuccessful retrieval of broken fragment in the cath lab. Next day successful retrieval of catheter in the or requiring sternotomy.